Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: gel mentor memorygel breast implant 425cc, catalog number 3504254bc, serial number (B)(4), lot number 6584114 manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revisionwith gel mentor memorygel breast implants 425cc and experienced rupture on the left breast implant and a capsular contracture baker grade iii-IV on the right breast implant. As a result, the patient had undergone removal and replacement with gel mentor memorygel breast implant 550cc, serial number (B)(4), lot number 7458198 on the left breast implant and with gel mentor memorygel breast implant 550cc, serial number (B)(4), lot number 7378608 on the right breast implant on (B)(6) 2018.this medwatch is for the right breast implant.

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the date of implantation was (B)(6) 2012. (B)(4).

Manufacturer narrative:
On 06/11/18, it was reported to mentor that the device evaluation has been completed. Upon receipt by mentor, the device contained gel with clear appearance. No foreign material was observed within the device or on the shell surface. Product evaluation team¿s visual examination indicated the device appears intact and no anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. The device history record (DHR) for the lot number 6586049 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Mentor performs 100% inspection and testing of all devices prior to release. For the capsular contracture, it is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05/15/18, it was reported to mentor that the device history record (DHR) for the lot number 6586049 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s reference number: (B)(4).